Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer identified a check vent primary alarm failure. There was no patient involvement. The remote service engineer rse advised a software update that helped for a short period. The customer then ran a preventive maintenance test which showed results of the flow sensor being out of tolerance. The alarm issue still persisted although the gas delivery system was replaced. The customer swapped out the power management board from another machine and errors populated saying there was a 5 volt failure.

Manufacturer narrative:
G4: 29may2020. B4: 01jun2020. . After further investigation, the 5volt issue was a service induced error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 29apr2020. B4: 11may2020. H11: b5: correction to event description: the customer reported a check vent primary alarm failure and it did not affect the operation of the device. They also noted that the alarm failure was intermittent. There was no patient involvement. The remote tech support advised a software update that helped for a short period. The customer was attempting to perform performance verification testing where they identified an airflow accuracy failure. Additionally, the primary alarm condition reappeared. The customer then ran a preventive maintenance test which showed results of the flow sensor being out of tolerance. While troubleshooting the alarm issue, it revealed a 5-volt failure. A swap from another unit confirmed that the failure resided in the power management printed circuit board assembly (pcba).the customer replaced the gas delivery system to resolve the flow sensor issue. The pcba was also replaced to resolve the alarm issue. The unit passed performance verification, and it has returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.